Event description:
It was reported that the generator was sent to them for general check and evaluation. There were no patient consequence reported. No further info is available.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require: electrical defective front panel replaced, unit calibrated, power supply module modified, label/overlay replaced, software modified, and damaged pcb main assembly replaced. After servicing the unit passed qa inspections. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.